Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect ca19-9 list 02k91-32 that has a similar product distributed in the us, list number 02k91-29 and 02k91-33

Event description:
The customer observed a falsely elevated ca19-9 result for one patient on the architect i2000sr analyzer. The following data was provided for a female patient with an unknown diagnosis: initial 10, repeat 900, 10. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.